Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) patient presented to the hospital with fevers, chills, sweats, myalgias and found to have (B)(6) bacteremia upon admission. There was concern for driveline or pump pocket as the source of infection and a transthoracic echocardiogram (tte) and computerized tomography (CT) chest/abdomen/pelvis did not show source of infection. The patient was started on intravenous (IV) antibiotics with plans to transition to long-term oral suppression therapy. A week later, the blood cultures were negative but the patient had a intraparenchymal hemorrhage in the left occipitoparietal region with intraventricular leak. This was related to a cerebral mycotic aneurysm, where the (B)(6) was thought to have originated. The patient exhibited hydrocephalus and intracranial hypertension requiring an external ventricular drain (evd) placement and anti-seizure medication initiated. The patient underwent a surgical procedure to obliterate the aneurysm in the distal left posterior cerebral artery and the drain was removed. Two weeks later, the neurology team signed off on the patient after a stable CT of the head. The patient continued aggressive physical, occupational, and speech therapy. A transplant was deferred at this time. The pump remains in use. No further patient complications have been reported as a result of this event.